Event description:
Site reported that gdp-10 harvest graft delivery system failed at the luer connector. When the sterile tech went to take to the bone graft preparation from me, it squirted out the side of the luer-lock and sprayed the sterile table next to the tech. We stopped and noticed then that the luer-lock connector was cracked. We then switched to another luer-lock connector which worker without error. There was no pt impact. There was a minor, maybe 30 seconds to 1 minute, delay in switching the connectors, but nothing significant and nothing the surgeon noticed. We switched to another luer-lock connector from the kit which worked without error. We continued from there in making the graft as usual.

Manufacturer narrative:
In total harvest received (B)(4) reports of gdp-10 leaks at the luer connector. Each report has been submitted to FDA as a separate MDR. As port of an investigation gdp-10 product was inspected and 2/135 luer connectors exhibited a cracks. Based on this investigation field action will be initiated and gdp-10 product will be recalled. The district office will be notified.